Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of a sternum scar was exacerbated by the lifevest equipment. The patient described the area as the garment clasp irritated the sternum scar and it became infected. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised patient to put 2 mull compresses underneath for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.